Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. The 12mm x 4.00mm ion stent was selected. However, it was noticed that the stent struts appeared to be sticking up as it came out of the package. The device was not used and did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.